Manufacturer narrative:
The pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with on input noted. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to any button response. The pump had broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and broken battery cap (p). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 275 mg/dl. The customer states the buttons are getting stuck and are hard to press. The battery cap does show some damage and the pump has alarmed no delivery. She believes the no delivery is due to her tubing being kinked. The numbers on the pump are scrolling and ramping on their without any input. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.